Event description:
It was reported that a patient had their device replaced due to a fall. It was noted that the device was reprogrammed as well. It was stated that it was "initially placed two times, and replaced one time". It was not clear what this meant. It was noted that the patient was still having fecal and urinary incontinence after replacement.

Manufacturer narrative:
Product ID 3889-28 lot# va03ylq, implanted: 2012 (B)(6), product type lead (B)(4).